Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/25/2025, the user reported difficulty locking the connector during a supply change. Upon troubleshooting, it was determined that the connector had been improperly placed on the cartridge. The user reconnected the connector and tubing successfully. Blood glucose was not affected.